Manufacturer narrative:
Additional manufacturer narrative:  bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term and are near the end of its established life expectancy. The root cause of this event was due to patient related factors. Of note, the valve-in-valve procedure was complicated by the rupture of sinus of valsalva into the right atrium and the patient was placed on comfort measures. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 2700 aortic valve underwent a valve-in-valve procedure after an implant duration of 16 years, 10 months due to severe aortic stenosis. The tavr was performed with a 23mm 9750tfx transcatheter valve. The procedure was complicated by a sinus of valsalva rupturing into the right atrium. The patient was taken to the ICU with comfort measures and her respirations are becoming agonal, but with good pulse. The patient has been placed in palliative care. There was no allegation that the device malfunctioned prematurely.